Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the incident. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.